Manufacturer narrative:
Film review the exact cause of the endoanchor becoming dislodged during implant could not be determine from the films provided. Pre-implant CT¿s revealed that the patient had an extremely angulated neck. The proximal neck measured ~130deg max infrarenal and 110deg max suprarenal angulation, and also contained scattered calcification. Angiograms returned during implant revealed that the bifurcate was implanted within the angulated neck, deployed ~10mm below the lowest right renal, and was angulated >90 deg (horizontal orientation) relative to the iliac limbs. Angio injection showed contrast within the top of the aaa sac and along the outer/right curvature, from a likely proximal type I endoleak. The final images showed that ~8 endoanchors had been implanted into the bifurcate aortic body/neck, along the right/superior (horizontal) portion of the bifurcate, implanted from the proximal margin extending ~3cm distally. Final angio showed slight contrast along the outer curvature, distal to the anchors, however, the amount of contrast appeared to have been substantially reduced. Images during implant of the endoanchors, including during the reported event where one of the anchors became dislodged, were not seen in the films provided. It appears likely that implanting within the severely angulated and off-label proximal neck likely led to the proximal type I endoleak and may have also contributed to the endoanchor becoming dislodged. Neck calcification within the deployment zone may have also contributed to the anchor fracture. Device evaluation still image of broken endoanchor was reviewed. The endoanchor appears to be broken at the base. The exact cause of the broken endoanchor cannot be conclusively determined. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Since there were no evident material defects that would have been contributory, it is likely the endoanchor failed due to encountering resistance which imposed excessive torque on the endoanchor, leading to a fracture. Conditions existed within this procedure that have historically been identified as causes of deployment resistance include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcification within the deployment zone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the complaint was confirmed a broken endoanchor was returned for analysis. The exact cause of the broken endoanchor cannot be conclusively determined. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Conditions during the procedure that have historically been identified as causes of deployment resistance include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcified plaque or thrombus with more than 2mm of thickness within the deployment zone. In addition, encountering a stent strut may have also contributed to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: still image of broken endoanchor was reviewed. The endoanchor appears to be broken at the base. The exact cause of the broken endoanchor cannot be conclusively determined. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Since there were no evident material defects that would have been contributory, it is likely the endoanchor failed due to encountering resistance which imposed excessive torque on the endoanchor, leading to a fracture. Conditions existed within this procedure that have historically been identified as causes of deployment resistance include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcification within the deployment zone. Still image of broken endoanchor was reviewed. The endoanchor appears to be broken at the base. The exact cause of the broken endoanchor cannot be conclusively determined. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Since there were no evident material defects that would have been contributory, it is likely the endoanchor failed due to encountering resistance which imposed excessive torque on the endoanchor, leading to a fracture. Conditions existed within this procedure that have historically been identified as causes of deployment resistance include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcification within the deployment zone. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor was attempted to be implanted in the patient as a prophylactic during an endovascular treatment. The patient had a severe proximal aortic neck angulation, moderate proximal aortic neck thrombus, and mild proximal aortic neck calcification. The proximal aortic neck measured 32 mm in diameter along a 30 mm length. It was reported that during the procedure, the physician attempted to place an endoanchor at a highly-angulated location but the endoanchor did not set in place. The endoanchor became dislodged. The physician attempted to snare the endoanchor and then the endoanchor was fractured. The physician successfully removed the endoanchor and additional endoanchors were implanted without incident. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.